Event description:
It was reported to philips that the device did not power on. The device was outside of use at the time of reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and found that the device didn¿t power on. Upon remote troubleshooting, rse turned on the power transformer and main cabinet breaker. To resolve this issue, fse went onsite and replaced the pdu fan tray and dcps (direct current power supply). The defective pdu fan tray and dcps was returned to philips for analysis and found that psu01 was defective as 24v power supply component was defective. After replacement, the system was returned to use in different work order. The codes were updated based on investigation outcome.